Event description:
A healthcare facility in norway reported via a fisher & paykel (f&p) healthcare field representative that the inspiratory tube of a 950n40 neonatal optiflow junior heated circuit kit was found under the patients duvet, and was moved to be placed on top of the duvet. It was reported that following this the patient's oxygen saturation began dropping, and upon inspection, the inspiratory tube was found to have melted. The 950n40 neonatal optiflow junior heated circuit kit was then replaced and no further patient consequences were reported.

Manufacturer narrative:
(B)(6). Section d4; complete device identification details were not provided. Section g4: the 950n40 neonatal optiflow junior heated circuit kit is not sold in the USA but is similar to a product which is sold in the USA. That product is the 950n40j neonatal optiflow junior heated circuit kit. The 510(k) for that product is k220703. The subject device has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.